Event description:
It was reported that during a bariatric procedure, a piece fell off the device and into the patient. The piece was retrieved and saved to return with the device. It was unknown which piece fell off the patient. Another device was used to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Only year and month known, assumed 1st day of month that complaint was reported. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: rep. States- I heard that it was the blade that broke off.